Manufacturer narrative:
Previously reported on MFR report number 3030677-2022-05648. The case was marked as complete "no" when in fact, it is complete "yes".

Event description:
It has been reported that the device will not power on.